Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 55 mg/dl. The user treated with oral glucose tablets and confirmed recovery with a fingerstick reading of 88 mg/dl. No hospitalization, medical intervention, or long-term health effects were reported.